Event description:
During attempted implant, the lead could not be inserted into the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.